Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the vision system (vs) bipolar was not firing. The technical support engineer (tse) viewed the system event logs and noticed an error c-30 and changed the instrument and cautery cord without any success. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and the reported failure was confirmed and replicated. During the power-on test, error c-34 was also found, confirming that the fault occurred in the field. Upon visual inspection, no issues were identified that could be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-30 is attributed to redundant measurement value for hf voltage being too high caused by an electrical component failure within the generator

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the generator was not replaced, and the procedure was completed. The functionality of the system was verified and the system powered on without errors.

Event description:
Refer to h11 for follow-up information.